Event description:
During a remote follow up, inappropriate capture was noted on the left ventricle (lv) lead. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, incorrect measurements were noted on the left ventricle (lv) lead. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.